Event description:
During surgery, the technician was placing instrument to arm #1, upon insertion, an alarm was noted stating that "device cannot be identified". Attempted to place 3 times and still noted same thing. Technician used a new small clip applier instrument, and there were no problems noted. No injury noted and patient remains stable.